Manufacturer narrative:
(B)(6). PMA/510k # ¿ exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, the nurse opened the packaging of an ngage nitinol stone extractor and discovered that the basket would not open. The issue with this device was discovered prior to making contact with the patient and it was not used. Another device was used to complete the procedure. There was no impact to the patient.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during an unspecified procedure, the nurse opened the packaging of an ngage nitinol stone extractor and discovered that the basket would not open. The issue with this device was discovered prior to making contact with the patient and it was not used. Another device was used to complete the procedure. There was no impact to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The product was returned in open packaging. The basket sheath it's damaged at the distal tip of the support sheath. The basket is in the open position it appears to have either biomatter or damage to the distal tip. The handle could not actuate the basket likely due to the sheath damage. The reported failure mode is confirmed, the cause is unknown. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was separated near the handle. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.